Event description:
Foreign distributor contacted dexcom technical support (B)(6) 2015 to report on behalf of the patient an out of range issue for a unknown amount of time on (B)(6) 2015. Foreign distributor did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).